Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. The right ventricular (rv) lead exhibited non capture and dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.